Event description:
This was a lead extraction case to remove 2 pacing leads (medtronic 5068 x 2, 1 ra and 1 rv) because of cied pocket infection. The leads were prepped with lld ezs. The physician began lasing with a 14 fr. Glidelight with the teflon sheath, and decided to upsize to a 16 fr without the sheath. He was jumping from lead to lead to advance through the svc/ra junction. At that time, an effusion was noticed on echo. A pericardiocentesis was done to remove 400ccs, however, the patient's blood pressure continued to decline. A sternotomy was performed, the svc/ra junction tear was repaired, and the leads were removed manually by the surgeon. The surgeon noted that the leads had bound together into the svc wall and any device would have torn the svc when the leads were extracted. The patient recovered and was later discharged from the hospital.